Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting the atrial lead into the device header. Cine imaging showed that a lead had not been fully inserted into the atrial header port of the device. The physician tested the electrical values of the lead and they were within normal range. The device remained implanted.